Event description:
Customer reported that on (B) (6) 2010, she received erratic readings on her freestyle lite blood glucose meter. Customer reported receiving readings of 176 mg/dl, 72 mg/dl, 501 mg/dl, 106 mg/dl and 106 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent once the investigation is completed. It should be noted: this meter does not give a numeric value for readings greater than 500 mg/dl. A reading greater than 500 mg/dl will result in a "hi" message being displayed.